Manufacturer narrative:
The device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim trivantage emg tube was not picking up vocal cord movement (not sensing) at the blue section (contact electrode) intraoperatively. There was no patient injury.

Manufacturer narrative:
The product analysis indicates one opened sample of part number 8229706 from lot number 0213840472 was received. There was a residue consistent with biological contaminants on the device. There was tape wrapped around the tube from the proximal end of the tube, to just before the electrode contacts. A microscope and multimeter were used to evaluate the device. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit (respectively) are as follows; red 11 ohms, red [w/white band] 13 ohms, blue 13 ohms, and blue [w/white band] 10 ohms. There were no open circuits or out of specification condition of the main tube electrodes. There were no shorts between circuits and no intermittent behavior while manipulating the tube and wires. When viewed under magnification, there were no cracks in the electrode contacts. There was no fault found and no evidence of improper manufacturing. The reported issue could not be confirmed. If information is provided in the future, a supplemental report will be issued.